Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4058m52 lead; implant date: (B)(6) 1997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that health care professional (hcp) stated they tried interrogating the pacemaker but they were not able to find the device. Caller stated the tablet might said "no device found". They were unsure of the application used or the process they looked for troubleshooting. Technical support verified the device and it was compatible device with the remote monitoring mobile application only. Explained their workflow as device with getting facsimile (fax) which was the remote monitoring mobile application. Technical support advised to reboot and connect to wireless-fidelity (wi-fi) and attempt again. Caller assumed the interrogation did not work due to the poor wi-fi connection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.